Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. During analysis, the customer's reported issue was unable to be duplicated. No error codes or other messages issue that could be found in the pump's event history logs after pump was started / turned on. Service recommended reinstalling software applications into pump as a preventative measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy plus pump produced an unspecified error when it was powered on. No patient injury or complications were reported in relation to this event.